Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The manifold cover was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the bag port connector was noted to be broken. There was no report of patient involvement.